Event description:
It was reported that at the time of injection the safety mechanism disengaged with a bd eclipse¿ needle. The following information was provided by the initial reporter, translated from french to english: the safety system of the needle got disengaged at the time of injection. No consequences were found. I'm waiting to know if the service has kept the needle concerned.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 305895, lot 1903010 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. After reviewing our production and inspection records, it is not possible to perform an accurate investigation of the reported issue and determine that the reported failure mode is related with needle manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at the time of injection the safety mechanism disengaged with a bd eclipse¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the safety system of the needle got disengaged at the time of injection. No consequences were found. I'm waiting to know if the service has kept the needle concerned.